Manufacturer narrative:
Date of event: no date provided, used the first date in the month of the aware date.

Event description:
It was reported that the patient experienced an arteriovenous fistula. The target lesion was located in the calcified tibial artery. The popliteal artery was occluded and reconstituted into the distal calf peroneal. The patient presented with rest pain and ulcers on the second and third toes. A 0.014 non-bsc guidewire was used to cross the lesion. Atherectomy was performed with a 1.6mm jetstream sc catheter and a thruway guidewire which resulted in a large arteriovenous fistula into the tibial vein and in significant steal from the foot. Prolonged balloon inflation was performed; however the fistula was still present. The lesion was treated with a non-bsc covered stent.